Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. No additional observations.

Event description:
Patient reported left side "intravascular contracture", baker grade unknown. Patient later reported left "breast hardness, mishappen, pain, breast implants were recalled¿ and rupture. Physician later confirmed the event of rupture which was discovered during explant surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
A patient reported, "intravascular contracture", baker grade unknown. The device has been explanted. This record is regarding the left side.

Event description:
Patient additionally reported left breast, hardness, plain, and ruptured.